Event description:
The customer reported failure to calibrate the abbott axsym rubella lgg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated with new rubella reagent and calibrators. The customer was advised to decontaminate all the instrument lines, however, the recalibration of the rubella assay was unsuccessful. The customer was sent a new lot of reagent and calibrator and recalibration was successful the customer observed a slight elevation in the negative rubella control, although the positive control was acceptable. The customer thought the negative control was too high, as the laboratory wants the negative control value <1. Abbott requested the customer fax calibrator and control data for evaluation. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.